Manufacturer narrative:
Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the needle pierced the shield. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch #8316886. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). As per investigation completed by manufacturing, "on 19 aug 2019, holdrege received photos of 3/10cc syringes. A visual evaluation of photos show (1) syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage on the hub. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. L2l dispatch #49656 was created on 06jan2019 for raised shield/incomplete shield assembly issues. Root cause: the needle assembly press station was out of adjustment. Corrective action: needle assembly press station was adjusted to fully seat the needle assembly onto the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. "

Event description:
It was reported that prior to use the needle pierced the shield with a bd syringe 0.3ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, translated from japanese to english: the needle pierced the shield.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the needle pierced the shield with a bd syringe 0.3 ml 29ga 1/2 in 7bag 420cas jp. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle pierced the shield.